Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had developed paresthesia. Reprogramming was unable to resolve the issue. In turn, surgical intervention was undertaken in (B)(6) 2017 wherein the ipg was explanted and replaced with a competitor product.